Manufacturer narrative:
Product complaint # (B)(4). This report is being submitted pursuant to the provisions of 21 cfr, part 803. This report may be based on information which has not been investigated or verified prior to the required reporting date. This report does not reflect a conclusion by ethicon inc, or its employees that the report constitutes an admission that the product, ethicon inc, or its employees caused or contributed to the potential event described in this report. If information is obtained that was not available for the initial report, a follow-up report will be filed as appropriate. Additional information was requested and the following was obtained: was any quality deficiency/non-conformance noted with the suture before use, during use, during post-op examination or during re-operation if performed? Unk any medical treatment provided, were prescription steroids administered, antibiotics? If yes, please provide medicine name, strength and dose. The wound was cleaned and drained with adhesive strip for 4 days. On (B)(6) 2021, shengji ointment was applied to the dehiscence wound. On (B)(6) 2021, the dehiscence wound in the lower abdomen was obviously superficial without abnormal blood oozing. The patient was discharged from the hospital, and the outpatient dressing was ordered to change after 3 days. Please provide the patient's demographic information including age, weight, bmi at the time of index procedure. 29 years old; other information is unknown. On what tissue was the suture used? Abdominal subcutaneous tissue what was the tissue condition (normal, thin, calcified, fragile, diseased)? Unk. How was the suture placed (interrupted or continuous)? Unk. How was the suture tied (square knot or multiple knots one end)? Unk. Lot number? Unk. What symptoms did the patient experience following the index surgical procedure? Onset date? Unk. What tissue dehisced? Unk. How was the dehiscence managed? Please refer to previous note please describe any surgical intervention required for the wound dehiscence including date and findings. Please refer to previous note please describe the appearance of the suture after the dehiscence. Unk. Were there any precipitating stress factors for the dehiscence? Unk. Was the culture of the infection performed? If yes, results? Unk. Other relevant patient history/concomitant medications? Unk. What is the physician¿s opinion as to the etiology of or contributing factors to this event?--unk what is the patient's current status? The patient's wound healed well and was discharged from the hospital, no follow-up injury report. No more information can be provided. Lot number? Unk. If applicable, will product be returned? If so, please provide the return date and tracking information. The sample isn't available for return.

Event description:
It was reported that a patient underwent a lower uterine cesarean section because of full-term pregnancy complicated with uterine scar on (B)(6) 2021 and suture was used. During the operation, the lower abdominal wound was sutured with silk suture outside. On the 7th day after operation, the stitches were removed routinely. It was found that the wound where it was sewed in the lower part of the wound was poorly healed, with dehiscence depth 1 cm and a small amount of wound secretion with no odor. The wound was cleaned with adhesive strip drainage for 4 days. On the 11th day after original operation, the dehiscence of wound obviously turned smaller on the lower abdomen with no abnormal blood oozing and wound secretion. On the 12th day after operation, the patient was discharged from the hospital, and the dressing was ordered to be changed in the outpatient department 3 days later. Additional information was requested.

Manufacturer narrative:
(B)(4). To date the device has not been returned. If the device or further details are received at a later date a supplemental medwatch will be sent. Attempts are being made to obtain the following information. To date no response has been provided. If further details are received at a later date a supplemental medwatch will be sent. Please provide the patient's demographic information including weight, bmi at the time of index procedure on what tissue was the suture used? What was the tissue condition (normal, thin, calcified, fragile, diseased)? How was the suture placed (interrupted or continuous)? How was the suture tied (square knot or multiple knots one end)? Lot number? What symptoms did the patient experience following the index surgical procedure? Onset date? What tissue dehisced? How was the dehiscence managed? Please describe any surgical intervention required for the wound dehiscence including date and findings. Please describe the appearance of the suture after the dehiscence. Were there any precipitating stress factors for the dehiscence? Was the culture of the infection performed? If yes, results? Other relevant patient history/concomitant medications? What is the physician¿s opinion as to the etiology of or contributing factors to this event? What is the patient's current status? Lot number? If applicable, will product be returned? If so, please provide the return date and tracking information.

Event description:
It was reported that a patient underwent a lower uterine cesarean section because of full-term pregnancy complicated with uterine scar on (B)(6) 2021 and suture was used. During the operation, the lower abdominal wound was sutured with silk suture outside. On the 7th day after operation, the stitches were removed routinely. It was found that the wound where it was sewed in the lower part of the wound was poorly healed, with dehiscence depth 1 cm and a small amount of wound secretion with no odor. The wound was cleaned with adhesive strip drainage for 4 days. On the 11th day after original operation, the dehiscence of wound obviously turned smaller on the lower abdomen with no abnormal blood oozing and wound secretion. On the 12th day after operation, the patient was discharged from the hospital, and the dressing was ordered to be changed in the outpatient department 3 days later. Additional information was requested.

Manufacturer narrative:
Product complaint # (B)(4). To date the device has not been returned. If the device or further details are received at a later date a supplemental medwatch will be sent. Attempts are being made to obtain the following information. To date no response has been provided. If further details are received at a later date a supplemental medwatch will be sent. Please provide the patient's demographic information including weight, bmi at the time of index procedure on what tissue was the suture used? What was the tissue condition (normal, thin, calcified, fragile, diseased)? How was the suture placed (interrupted or continuous)? How was the suture tied (square knot or multiple knots one end)? Lot number? What symptoms did the patient experience following the index surgical procedure? Onset date? What tissue dehisced? How was the dehiscence managed? Please describe any surgical intervention required for the wound dehiscence including date and findings. Please describe the appearance of the suture after the dehiscence. Were there any precipitating stress factors for the dehiscence? Was the culture of the infection performed? If yes, results? Other relevant patient history/concomitant medications? What is the physician¿s opinion as to the etiology of or contributing factors to this event? What is the patient's current status? Lot number? If applicable, will product be returned? If so, please provide the return date and tracking information.